Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified: red particle material on the shell, opening device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The reason for reoperation: ¿intracapsular rupture¿. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported an intracapsular rupture of the prosthesis in the left breast, and in the examination, ¿shape disfiguration and pain was observed¿. Device has been explanted.